Event description:
The service report shows that the high pressure alarm failed to activate within specification. The nellcor puritan bennett service technician inspected the device and adjusted, then replaced, the high pressure alarm potentiometer. The unit passed extended testing. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.